Event description:
It was reported that the patient is currently experiencing pain in his groin area. Patient also states that he has trouble putting on socks without assistance. Patient has had blood work, x-rays, and a MRI done. Patient is advised to have revision surgery. Patient states that since he had another surgical procedure recently, he will wait until the new year to schedule a date for the surgery.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.